Event description:
Edwards received notification that a valve model 6900ptfx25 was explanted from mitral position twelve (12) days after implantation due to central regurgitation. The regurgitation was observed two days after implantation. As reported, the root cause of the event was due to manufacturing default. The holder was removed after tying the mitral annular sutures next to each commissure post. A mechanical valve was implanted in replacement. Reportedly, patient died on the operating table after the re-do surgery.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Correction: b2: the death was not due to a valve deficiency. Added information to section b5, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. Subject device was returned for evaluation. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Based on the evaluation and available information, the report of "regurgitation" was confirmed through observed suture loop. Suture looping may occur during a mitral valve replacement (on occasion aortic valve or valve in the tricuspid position) due to a surgeon inadvertently looping a suture over the commissural posts. This is not a result of product malfunction; however, this may require exchange of the device. For this event the most likely cause is suture looping due to procedural factors. An edwards defect has not been confirmed.

Event description:
Edwards received notification that this valve model 6900ptfx25 was explanted from mitral twelve (12) days after implantation due to central regurgitation. The regurgitation was observed two days after implantation. As per customer opinion, there was no deficiency in the valve itself. The holder was removed after tying the mitral annular sutures next to each commissure post and there was no any difficulty noted while it was used. The suture technique used was interrupted suturing pledgeted from atrium to ventricle. A mechanical valve was implanted in replacement. Reportedly, patient died on the operating table after the re-do surgery.

Manufacturer narrative:
Added information to section b5, h6 (device code) and h6 (type of investigation) corrected data h6 (device code): "4068 - central regurgitation" code removed; h6 (type of investigation): "4117 - device not accessible for testing" code removed. H3: evaluation summary: report of regurgitation was confirmed through observed suture loop. As received, suture track indentations were observed on free margins of leaflet 1 and leaflet 2 near commissure 2. This indicated that suture was looped around commissure 2. Suture holes were visible around the sewing ring. A suture thread was observed at the sewing ring near commissure 2. Sewing cloth had multiple cuts around the valve. The x-ray demonstrated the wireform to be intact. Wireform was exposed around leaflet 2 on the outflow aspect. A non-transmural tear was observed near commissure 3 on leaflet 2 on the outflow aspect. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 6900ptfx25 was explanted from mitral twelve (12) days after implantation due to central regurgitation. The regurgitation was observed two days after implantation. As reported, the root cause of the event was due to manufacturing fault. The holder was removed after tying the mitral annular sutures next to each commissure post and there was no any difficulty noted while it was used. The suture technique used was interrupted suturing pledged from atrium to ventricle. A mechanical valve was implanted in replacement. Reportedly, patient died on the operating table after the re-do surgery.